Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported left side ¿recall/ deflated." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos device with one extended opening, white encapsulation, fold creases and white particles in device outer surface. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional reported deflation. The device is explanted.

Manufacturer narrative:
Additional, changed, and/ or corrected data: h.6.

Event description:
Patient reported, left side exchange from textured to smooth implants, due to the patients concern with the product. Healthcare professional later reported, left side ¿recall/ deflated". The device has been explanted.